Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that there was "a smear of colors" displayed on the touchscreen. Reportedly, customer was unable to unlock pump due to the smear covering buttons. There was no impact to customer's blood glucose levels. Reportedly, customer has a back up pump for insulin therapy.